Event description:
During a cardiac catheterization, the physician was using pro glide perclosure device in r cfa to close the vessel and the "feet" of the device did not retract causing a perforation of the artery and led to massive hemorrhage. Patient was resuscitated and taken to the operating room for surgical repair of the femoral artery.